Manufacturer narrative:
Follow-up #1 device evaluation: no product was returned. A reserved sample of the same cartridge lot number was evaluated and tested by product analysis with the following findings: the retained cartridge sample was found to pass the visual inspection as well as the fill, force, and leak testing. No defects were found related to the call service alarm complaint; no alarms occurred during investigation. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that the pump had emitted a call service 064 alarm. During troubleshooting, the user was unable to manually push insulin through the cartridge. The reporter confirmed that the issue had not occurred multiple times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.